Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure the extractor became cross-threaded and cold welded to the taper adaptor and the surgeon was unable to get the stem out. The surgeon ended up putting new bushings on the old taper and putting the old taper back in. Patient was re-implanted with same component due to this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.